Manufacturer narrative:
(B)(4).

Event description:
The parkinson's disease patient's family reported the patient had felt left arm weakness since (B)(6) 2015. It was noted the patient had not had their device programmed after the (B)(6) 2013, implant surgery and they were requesting a programming session at the time of report. The patient was reprogrammed five days later, whereby their physician adjusted stimulation parameters. The patient's symptoms improved and they were good as of (B)(6) 2015. Additional information was requested; a supplemental report will be filed if additional information is received.